Event description:
Reporter alleged obtaining discrepant back to back blood glucose tests of 300, 150, and 110 mg/dl when all tests were performed within 5 mins on the advantage system. Reporter stated having previously used expired test strips with the system until about 2 weeks ago when the alleged discrepant readings were obtained using the new test strips. No report of any actions that were taken or treatment that was received. A request had been made for the return of the suspect product and replacement product had been sent.